Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had the pump off for approximately 6 weeks and when turned back on a malfunction alarm occurred. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. It was indicated that the customer had manual injections as alternate insulin therapy available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.